Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.

Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in the last fill of treatment. Fluid was noticed inside the cycler when the cassette door was opened. Pt was given antibiotics as a precaution and had no ill effects. Nurse discarded the sample; sample is not available.